Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that during a device interrogation it was noted that the right ventricular (rv) lead and associated implantable cardioverter defibrillator (ICD) system exhibited high out of range pacing impedance measurement greater than 3,000 ohms. Further review of the data found that the device administered an inappropriate shock due to oversensing of noise the day before the interrogation and that the impedance had increased from 400 ohms to greater than 3,000 ohms two days earlier. A lead fracture was suspected but not confirmed as no x-ray was taken. A revision procedure was performed where the device was explanted and the rv lead was surgically abandoned. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, right ventricular pacing, and sensing functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.